Event description:
Supplemental report is being submitted to indicate the device has been returned and evaluated.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. This report being submitted is a follow up report following the device returning and a lab evaluation being carried out on 24-sep-2020.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The pigtail part was straightened with the straightener and the user tried to pass the wire guide though the stent but it failed. Another zebd-7-4 was used and the procedure was completed.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 of lot c1727011 number was returned to cirl used in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 24th of september 2020. Kinks were noted at the 2nd and 4th porthole on the tapered end on the pigtail. A 0.035" wire guide does not pass the kink. Prior to distribution all zebd-7-4 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-4 of lot number c1727011 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1727011. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kinks occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 24-nov-2020, this supplement report is being submitted to include the investigation conclusions within section h.